Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2002 and a sling was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and rectocele cystocele. It was reported that after implantation the patient experienced pain, erosion urinary problems, bowel problems, bleeding, vaginal scarring and dyspareunia. It was reported that the patient had excision of mesh and rectocele repair with posterior repair on (B)(6) 2011 due to erosion. She had removal of mesh and cystoscopy on (B)(6) 2012 due to dyspareunia and erosion. No additional information provided at this time. (B)(4) - urinary problems; bowel problems; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent a laparoscopic bso on (B)(6) 2010 due to bilateral ovarian cysts. No additional information has been provided. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary incontinence, urinary tract infection and moderate to severe discomfort related to pulling sensation in vaginal vault area. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary incontinence, urinary tract infection and moderate to severe discomfort related to pulling sensation in vaginal vault area.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.